Manufacturer narrative:
Service representatives replaced the power pin board. Performance and safety tested unit to factory specifications.

Event description:
Customer reported the v series monitor parameter module would reset and display an error message, which may have affected monitoring. No patient injury was reported.